Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device found a set screw with a rounded socket, and the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the operator was not able to fasten the lead in the implantable pulse generator (ipg) header with the set screw. The ipg was never implanted. No patient complications have been reported as a result of this event.